Event description:
Pt was tested as a false positive for (B)(6). Antibody to (B)(6) surface antigen (mouse monoclonal) (B)(6) eia 3.0; eia screening, biorad 1109 11/15/2006 screening. The lot number and the expiration dates of the kit were: 109hcc-50, exp date 02/28/2014. Dates of use: (B)(6) 2013, diagnosis or reason for use: infectious disease testing.